Event description:
It was reported by service report that the foot-end brake pedals were jammed on both sides. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: both side foot-end pedals were jammed due to broken brake crank assemblies.